Event description:
It was reported that there were issues with sterilizing our sets based on sterilization guidelines. Sterilization process failure was indicated and the hospital separated implants and instruments from the standard sterilization containers to get passing biologic tests.

Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems. Investigation in progress but not yet complete.